Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block. Customer reported rewind during priming was slower. Customer's blood glucose level was in the range of 300 mg/dl. No harm requiring medical intervention was reported. The customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.